Event description:
The user received an erroneous troponin t result for one patient sample. The first result was 0.09 ng per ml. The lab protocol is to repeat any positive troponin t result from the ER. The same sample was repeated and resulted at 0.206 ng per ml. They then repeated the same sample on a second e2010 and got 0.085 ng per ml. They reported the last result of 0.085 ng per ml.

Manufacturer narrative:
The field service representative could not duplicate the problem and noted he cleaned and checked the instrument. Performance tests, qc and pt samples were performed to verify the analyzer performance.